Event description:
It was reported that tandem mobi pump generated cartridge alarm during cartridge loading despite customer following prompts in mobile app, and alarm was confirmed as cartridge alarm 30. There was no adverse impact to the customer's blood glucose level. Customer was instructed to remove cartridge from pump, deliver 9-unit bolus with explanation that insulin on board would be affected, then successfully reloaded original cartridge and resumed insulin therapy, and issue was resolved with no further actions reported.